Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician performed extended self testing which failed due to the exhalation filter pressure testing above tolerance, indicating an occlusion. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. The service technician replaced the customer's expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. This is being reported as MDR due to user error in maintenance contributing to the event, which would be likely to cause or contribute to a death or serious injury if it were to recur. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.